Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports gums have been pushed back from some of the teeth because of the aligners. No other details provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.